Event description:
On (B)(6) 2012, at (B)(6) hospital of (B)(6), rotaflow with serial number (B)(4) displayed a "fault bubble sensor" error. The unit was reset then a "temp" error appeared. The patient was stable. Instructed the physician to come off bypass, the unit was powered off for five (5) seconds and then powered back on. Once, the unit was powered back on, the temperature error was resolved. Reference: complaint (B)(4).

Manufacturer narrative:
(B)(4). On (B)(6) 2012, service order (B)(4) was generated for this event. Per service order, the battery was replaced. Reference: complaint (B)(4).